Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37752, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for non-malignant pain and failed back syndrome ¿ other. The rep reported that he started a recharge session and within 2 minutes it went from 0 to ¼ and then within 4 minutes it advanced even further. The rep reported that this was their third recharger. The rep reported that the last charge session was (B)(6) 2017. The rep reported that the patient was on high density settings. The rep reported that the ins was charged to 100% but 15 minutes later, the ins showed as down to 25%. A recharger was sent to verify it wasn¿t a recharger issue. No further complications were reported.